Event description:
This is a spontaneous report by a consumer from (B)(6) who did not wear a mask (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the patient "did not wear a mask ?. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1 gm, loading dose repeat after 5 days, IV), tazact (4.5mg, bid, IV) and cefizox (1gm, bid, IV). On (B)(6) 2010, the patient began remedial therapy with vancomycin (250mg, tid, ip) pd therapy was ongoing as well as remedial therapy with vancomycin, tazact and cefizox. It was not reported whether the patient was retrained in aseptic technique or if the event of did not wear a mask resolved. The peritonitis was resolving. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A batch review will not be performed as the lot number is not known. This complaint was opened to address a patient reaction of peritonitis. The most probable root cause for this event of peritonitis is poor aseptic technique, as identified by the reporter. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.